Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the display screen has become diminished and is difficult to read. The customer also reports issues with recurring no delivery alarms. Trouble shooting did not occur. No other details have been given. Product is not expected to return for analysis.